Event description:
It was reported that the device ripped during the procedure. The customer used another like device to complete the case with no pt consequence. The device was disposed of and will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.